Event description:
Pt had laparoscopic assisted vaginal hysterectomy that was converted to an open abdominal hysterectomy. During the initial surgery the uterus was being manipulated by a cohen uterine manipulator with cannula cone. The procedure was converted to an open procedure and the uterine manipulator was removed. At the time the uterine manipulator was removed it was not noticed that the cone was not retrieved attached to the manipulator. The pt felt the cone the next day during her recovery when voiding and the cone was removed by the pt from the vagina. There was no injury to the pt. Upon investigation we have found that the cone comes off very easily and when reported have been told it is user error.